Event description:
A center director reported pt with dry eye and change in distance vision of the left eye at lasik post-op visit. At visit pt reported he's noticing change in left eye distance vision and described change as "ghosting". Additional info has been requested.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed and there were no unusual findings related to the reported issue and the product was released according to company acceptable criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional info has been requested. (B)(4).